Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke during surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The complaint is considered confirmed as the returned device is broken. All pieces returned and visual inspection of the tasp found that the anterior portion of the central post is fractured. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. CAPA (B)(4) investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. A summary was not provided to the complainant as it was not requested and was not a case of misuse. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tibial articular surface provisional fractured during surgery. This did not delay the surgery and did not result in further adverse effects to the patient.